Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high rate non-sustained episodes showing noise on the stored electrograms (egm) were observed, along with a high right ventricular (rv) lead pacing threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.